Event description:
It was reported that during a ptca procedure, the physician experienced difficulty deflating the balloon catheter. After several unsuccessful attempts to deflate the balloon, the physician elected to advance the balloon distally and sent the pt to surgery for a bypass prcedure. Pt status is unknown at the time of this report.